Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report overheated fluid on a homechoice (hc) machine during fill cycles, patient connected. The home patient (hp) thinks that the hc overheated her heater bag twice now and requests swap. There were no alarms. The hp is still using the hc. The baxter technical service representative (tsr) initiated a swap of the device. The tsr did not discuss the use of continuous ambulatory peritoneal dialysis (capd) as the hp was still using the hc. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the customer reported problem of overheated fluid being delivered. The problem was confirmed in the event history log. A review of the devices logs revealed a system error 2118 (bag over temp). The device passed the homechoice rite electrical test and the homechoice rite functional test; all performance specifications were met. The device also passed the temperature verification test. An internal inspection revealed a loose cover ground wire. The assignable cause of the problem is a loose cover ground wire. The device was sent to servicing.